Event description:
Four malyugin rings ended up curling and not attaching to the iris as they were being deployed. It ended up delaying the cases severely. The patient had poorly dilating pupil likely related to pseudoexfoliation at pre case, and there was a defect on the iris at post case. Iris deformity is unlikely to resolve without treatment. Follow-up care is possible iris repair with suture if the doctor determines the patient symptoms that do not resolve are related to irregular pupil shape.